Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 389 mg/dl and 100 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.